Manufacturer narrative:
The accounts engineer found that the left coiled cable was damaged and exposing bare metal wires. The caster was rubbing against the coiled cable. He replaced the left coiled cable to repair the bed.

Event description:
The accounts engineer states that the service required flashes a 2-2 (accumulator pressure error) and the pump never turns on when operating on air system function. While checking voltage the pump turned on and the mattress started inflating.